Manufacturer narrative:
A review of the mfg documentation associated with these lots presented no issues during the mfg process that can be related to the reported complaint. The complaint of inaccurate placement for two smart control stents was investigated. There is no evidence of mfg or design issues that contributed to the event, inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. The smart control IFU (instruction for use) cautions "advance the delivery system past the lesion. Pull back the delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure the device outside the pt remains flat and straight. Caution: slack in the catheter shaft either outside or inside the pt may result in deploying the stent beyond the lesion site." Review of the info suggests that lesion, vessel and procedural issues may have contributed to the reported events. This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2009-01731.

Event description:
The complaint received states that during an interventional procedure, two smart control stents had deployment difficulty and inaccurate placement. As reported by an affiliate, a male pt was admitted for treatment of the external iliac artery. Vessel characteristic were no reported. An 8.0 x 100 and an 8.0 x 80 smart control, iliac were placed approximately 2-3 cm distal to the intended target position. The devices had been stored, handled, inspected and prepped according to instructions for use. The locking pin was in place while advancing the devices and removed before attempting to deploy the stents. The two sds were advanced past the lesion and withdrawn back into the lesion prior to stent deployment. The handles were held flat and straight outside of the pt and no unusual force was applied during deployment of the stents. The tantalum markers were observed to open symmetrically. The lesion was treated with additional stents, and the procedure was completed successfully without pt injury.